Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave catheter during an atrial fibrillation (a fib) procedure presented the guidewire stuck. The left pulmonary veins were isolated then the device was moved to the right ones. Was difficult getting the sheath aligned with the right superior pulmonary vein (rspv) and the operator had retracted the wire while in the basket configuration. He said that the wire was stuck, the guidewire was advanced but confirmed stucked in that moment. The operator expanded to flower position and directed the catheter to the left superior pulmonary vein (lspv) and had to un-deploy the catheter with the wire retracted in the lumen, withdrew the catheter and used enough force to remove the wire. The wire was notably kinked, and wire was replaced. There was resistance felt upon new wire insertion, so the catheter was replaced. Procedure was completed with new catheter without patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. It was noted that the catheter was returned without a guidewire inserted. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. Additionally, the guide wire was removed while in the basket state and retracted smoothly with no unexpected resistance. The complaint was not confirmed through analysis.

Event description:
It was reported that a farawave catheter during an atrial fibrillation (a fib) procedure presented the guidewire stuck. The left pulmonary veins were isolated then the device was moved to the right ones. Was difficult getting the sheath aligned with the right superior pulmonary vein (rspv) and the operator had retracted the wire while in the basket configuration. He said that the wire was stuck, the guidewire was advanced but confirmed stucked in that moment. The operator expanded to flower position and directed the catheter to the left superior pulmonary vein (lspv) and had to un-deploy the catheter with the wire retracted in the lumen, withdrew the catheter and used enough force to remove the wire. The wire was notably kinked, and wire was replaced. There was resistance felt upon new wire insertion, so the catheter was replaced. Procedure was completed with new catheter without patient complications. The device has been returned.